Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the pump broke and he was not able to use it. The customer reported that he had to go to the hospital to get lantus. Customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump will be returned for analysis.